Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent an unspecified breast surgery with an unknown mentor silicone breast implant experienced unknown sided rupture post procedure. The implant has been explanted and mentor does not have any information regarding the explantation date. No further information was provided regarding this case. Should more information become available, this case will be re-assessed, and notes will be updated.

Manufacturer narrative:
On (B)(6) 2021, additional information received indicated that date of event was on (B)(6) 2021, procedure was breast reconstruction revision". Patient identifier is i.b. Patient date of birth is (B)(6) 1960. Patients age at the time of event was 61 years. Left side had the issue, and the left device is cat# 3504001bc", sn#: (B)(6) , date of implantation was on (B)(6) 2007, and date of explantation was on (B)(6) 2021. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Suspect device received on december 30, 2021 device evaluation completed on january 10 , 2022: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 400cc breast implant had an area of shell abrasion on the anterior view. Leak testing was performed, according to mentor procedure, and it identified a tear within the shell abrasion measuring approximately 0.1 cm. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).